Event description:
Five sets that leaked at the male luer lock. The reported incidents occurred in the ER over the past mo. No pt injury or medical intervention reported.

Manufacturer narrative:
The actual sets involved were discarded; therefore, an eval will not be performed. A review of the complaint database shows no similar reports for the reported lot number.